Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 for hyperglycemia of 400 mg/dl which was treated intravenous insulin drip. Customer was feeling dizzy, blurred vision and sleepy. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done. It was observed that time in insulin pump was incorrect. Customer was assisted with programming the insulin pump. The customer using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.